Event description:
It was reported that during a robotic colectomy procedure, the device locked on the tissue while going through momentum. The surgeon had to cut the tissue around the device in order to remove the device. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
D4: h4, 6: information anticipated, but unavailable at this time.